Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on, or breaching the neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient reported pain following the surgery. The surgeon determined via CT scan that the middle implant was impinging on or had breached the neuroforamen and was irritating the nerve root. The surgeon performed a revision surgery a few weeks later where he backed out the middle implant a few millimeters to alleviate the impingement or breaching. No implants were removed. The status of the patient following the revision surgery is not yet known.